Event description:
A consumer reported experiencing eye infections, redness and pain with use of this product. She stated, she had used the product in the past and discontinued use. When she used the product again, these events occurred. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. No other complaints of this nature have been reported for this lot. Review of the manufacturing batch records did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. (B)(4).